Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery that the instrument fractured. Subsequently, surgery was continued with the same instrument. No adverse events have been reported as a result of the malfunction.